Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices related with this case and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient had acquired an infection. The physician explanted the devices. The patient was hospitalized and was given IV antibiotics. The trial was successful and there was no other report of further complications.